Event description:
Information received indicates the bed is drifting into the trendelenburg position.

Manufacturer narrative:
The technician found the gas springs would not hold the bed level. The technician replaced the gas springs to repair the bed.